Manufacturer narrative:
According to the customer on 6/13, "the crna opened the spinal kit and wasn't able to draw up medication due to the tip of the syringe being broken. We had another kit with the same lot number and the syringe was the exact same. There was no patient involvement. We pulled a spinal kit with a different lot number and were able to proceed with the spinal". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer on 6/13, "the crna opened the spinal kit and wasn't able to draw up medication due to the tip of the syringe being broken."